Event description:
As reported by sales representative, the user facility placed a ventrix catheter via a licox (brain tissue oxygen monitoring system). After a damp wave that was 7-10 off the ventricular catheter icp values, the e08 message appeared (change fiberoptic) this was in the head no more than 20 minutes it has been removed.